Manufacturer narrative:
Product event summary: it was reported that the carrying case had both the velcro and nylon strap broken. The carrying case was not returned for evaluation. A review of the manufacturing documentation confirmed that the shoulder pack met all requirements for release. Applicable risk documentation and experience with events of similar circumstances were considered; events with damaged velcro and nylon straps can be attributed, but not limited to deterioration and/or due to the handling of the pack. The unit, however, was not available for analysis. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported that the velcro and nylon straps of the carrying case were breaking down. The carrying case was exchanged. No patient complications have been reported as a result of this event.